Event description:
It was reported that a spectrum pump had a "bad keypad." It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "bad keypad" which was caused by a slow keypad response due to a failed processor printed circuit board. All keys were tested and found to output the correct value. The processor printed circuit board was replaced.